Event description:
During a pfa procedure for atrial fibrillation, an air leak occurred. The transseptal puncture was performed utilizing an sl0 sheath and brk needle. The agilis sheath was advanced over the guidewire into the left atrium (la). As per protocol, blood was aspirated from the side irrigation port and saline was flushed; no abnormalities were observed at this stage. Following the insertion of the volt catheter, a second aspiration from the agilis revealed a mixture of blood and air. A repeat aspiration confirmed the presence of air. The agilis sheath was replaced with a new one which resolved the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.